Manufacturer narrative:
(B)(4). Report source - foreign: this event occurred in (B)(6). Customer has indicated product will not be returned to zimmer biomet for investigation as it is against hospital policy. The investigation is in process. Once the investigation has been completed, a supplemental will be filed accordingly. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported shaft broke after revision procedure.

Manufacturer narrative:
The product could not be evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address a broken stem shaft post-operatively. No additional patient consequences were reported.